Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 585 mg/dl. Cause of the elevated bg level was not known. A correction bolus was delivered to address bg. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Recommendation was made to consult with a healthcare provider regarding diabetes management.